Event description:
Chemical indicators and integrators indicated or instruments run through sterilizer were sterile, but cultures were positive. Could not prove or disprove if conditions were correct for sterilization. Instruments were used in a case where a sterile implant was implanted. No infection has occurred. Patient is being followeddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, other. Results of evaluation: mechanical problem. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.